Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source's control panel stopped working due to a card failure. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Correction to d5: operator of device: health professional. Correction to g2: report source: the "company representative" was mistakenly selected. Added "user facility". This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the event of "power was interrupted", was due to a faulty printed circuit board. The circuit board might have been affected by stress, such as heat or humidity. The root cause for this event could not be determined. Based on the results of the investigation, the issue reported ¿control panel is not working¿ was not confirmed. And the root cause for this event could not be determined. Olympus will continue to monitor field performance for this device.